Event description:
Started passing out, weakness, severe bradycardia with palpitations, adrenal exhaustion. Feeling very ill. Started using machine it just got worse. I moved to (B)(6) from (B)(6). Saw pulmonologist; she advised my settings were way too high. No machine available for over a year after recall. I'm so afraid my pulmonologist advised me to continue to use until more testing and get an inline bacterial filter for machine. I'm still exhausted and sick until next appt testing. I have to have the machine to function to sleep, yet I'm declining. Poor energy now severe allergy symptoms. Awaiting testing results and my next appt in november, they may change settings on the machine. I'm still using the recalled machine , I added the in line filter a few days ago. FDA safety report ID# (B)(4).